Manufacturer narrative:
It was not possible to undertake an investigation into the retained mfg records for the product, as the product lot number was unable to be provided due to the closure of the implanting physician's office. Reported defect: unilateral deflation of the left breast implant. Condition of product: product was received inside a single sealed peel pouch with activated sterilization indicators. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Background of the surgery: original surgery was performed by dr in 2000 using hutchison hsh 450 saline-fill implants, which were filled to an unk volume. In 2007, the pt visited another dr in regards to a suspected deflation of the left breast implant. The pt underwent bilateral replacement surgery the next month. The implants were replaced with mentor 460cc devices. The left device was filled to a volume of 475cc's & the right was filled to 500cc's. Visual inspection: visual inspection identified a valve shell breach that measures approximately 6mm in length which is located on the 6 o'clock position (when the product was held in such a position that the brand name was upright and horizontal). Product inspection: pressure testing could not be completed due to the size and position of the breach. Microscopic examination (x10) of the breach identified a clear initiation point and well defined edges which are indicative of mechanical trauma. It was not possible to undertake an investigation into the retained mfg records for the product, as the product lot number was unable to be provided due to the closure of the implanting physician's office. Conclusion: the breach is not a mfg fault.